Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower fridge was not opening, and nurses had no access. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that only the pharmacy has access to open the fridge, while nurses have no access for some reason. A technical support specialist contacted for investigation, but no information was provided by the customer regarding how the issue was rectified and decided to close the complaint file as no response from the customer end. The system was functioned as intended after the technical support specialist investigated the device.